Manufacturer narrative:
The cause for the discordant low advia centaur xp tsh3-ultra result is unknown. Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) states in the limitation section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection."

Event description:
A false low advia centaur xp tsh3-ultra ((tsh3-ul) result was obtained by the customer, and the result was questioned by the clinician. The patient sample was tested for tsh on the advia centaur xp, and the result was normal. The patient sample was sent to another laboratory, tested for tsh on an alternate test method (siemens immulite), and the result was normal. The patient sample was repeated at the original laboratory on a second alternate tsh test method, and the result was normal. The customer performed repeat tsh3-ul testing of the patient sample and the result was low. The alternate tsh test method results were reported to the physician. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant advia centaur xp tsh3-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00189 on 08/31/2017 for a false low advia centaur xp tsh3-ultra ((tsh3-ul) patient result. 09/06/17 - additional information: the patient sample is not available for further testing. Based on the information provided, and without having the sample to test, the likely cause of the discordant result may be attributed to a tsh variant. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use (IFU) states in the limitation section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." The instrument is performing within specifications. No further evaluation of the device is required.